Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing. A review of the logs showed no errors. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the advanced technical log for the instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show pn 480422-03, lot l10250711-0227 was installed once and passed homing. Instrument performed 11 seal events and 4 cut complete events. Instrument was installed on arm 3 for around 5 minutes total. There were no errors in the logs that were associated with the usage of this instrument. A review of the provided image shows the part/lot identification of the instrument associated with this complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the vessel sealer extend instrument was initially working then stopped suddenly while in use. The procedure was completed as planned with no reported injury using a backup instrument.